Event description:
A us distributor reported that an electrode belt had non-functional ecgs.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ecgs non-functional) has confirmed that the ¿c and d¿ cable had a broken yellow wire. The root cause for broken cable was physical abuse. There was no adverse event that resulted from the damaged belt.